Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed on (B)(4) 2019 with the following findings: on investigation, there was no damage to battery compartment. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation and fit properly on the pump. The pump failed to power on due to moisture damage found inside the pump on the printed circuit board. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.